Manufacturer narrative:
Duraseal (dsd5005) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duraseal (dsd5005) was applied over duragen according to instructions. When the surgeon went to test the seal, it was evident that the duraseal had not "attached" to the duragen. It appeared normal but was jellylike or not set when pressure was applied. The product was in contact with the patient for a spine closure. There was no patient injury and no delay in surgery.